Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-35, lead, implanted: (B)(6) 2006. D334trg, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was t-wave oversensing (twos) seen from the right ventricular (rv) lead post pace. The lead remains in use. No patient complications have been reported as a result of this event.